Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed varied pace impedance measurements from 800-1500 ohms, an increase in pacing threshold measurements and noise that was being oversensed. It was also noted that the lead displayed low intrinsic amplitude measurements. Additional information revealed that the patient had sustained blunt force trauma in the area the pocket. The lead was suspected to have fractured. The patient was seen for a surgical revision procedure where the lead was surgically abandoned. There were no adverse patient effects reported.